Event description:
It was reported that on (B)(6) 2014 during a surgery on (B)(6) 2014 for hardware removal of matrix cortical (dual) screws, three locking caps stripped. The hardware, a matrix screw and locking cap, were removed per physician's protocol. The patients bones had fused/healed per radiographs and therefore underwent hardware removal on (B)(6) 2014. It was reported 4 screwdrivers stripped while trying to remove the screw and locking cap (no product code or lot number available for the screw and cap as they were discarded). The screwdrivers appeared to "cold fuse/weld together" and one of the four drivers' (B)(4) tip broke. The fragment was retrieved by the surgeon. The operation was delayed 15 minutes. The hardware was successfully removed and the patient has recovered. This report is for an unknown matrix cortical (dual) screw. This report is 2 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown matrix screw/unknown lot number. Additional product codes: mnh, mni, kwq, kwp. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.